Event description:
The customer called because of the delivery issue and reported he has not received the adc meter. Furthermore the customer reported that he "started to feel weak, could not test" and therefore self-presented to a hospital. The customer did not self-treat to counteract the event. The customer reported being diagnosed with hypoglycemia and treated with food and glucose intravenously. In addition, the customer reported being diagnosed with dka (diabetic ketoacidosis) and upon troubleshooting by the customer service to clarify this information "continued to state that he was diagnosed with diabetic ketoacidosis as well as hypoglycemia". There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is a final report. The medical event was related to delivery issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The device manufacture date is unknown. Customer's weight is unknown. (B)(4).